Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Event description:
During a procedure on (B)(6) 2013, the surgeon was extracting the trial stem and head and the threads on the extractor and the trial eccenter stripped. No alternative parts were available or required during the procedure. There was a surgical delay of under 10 minutes. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Manufacture dates: january 14, 2008, february 13, 2008, august 07, 2008, october 23, 2007, january 16, 2007. Product development evaluation:based on the information provided, the specific causes of damage to the threads of e5115-3 and e5117-20 are unknown. The instruments have been designed correctly, but ensuring that the inserter/extractor is fully tightened before hammering lies with the surgeon. E5115-3 mates with the trial stems and is used to insert and remove the trial stems. The technique guide instructs the user to make sure the inserter extractor (e5115-3) is fully seated to avoid potentially damaging the threads. If the threads of the inserter extractor had been previously damaged and subsequently threaded into the trial eccenter, this could explain the damage done to the threads of the trial eccenter. Therefore this complaint is invalid from a design perspective.

Manufacturer narrative:
DHR: (B)(4) manufactured the trial eccenter, p/n e5117-20, lot # 5677385, 5708744, and 5841420 (supplier lot # 76213). Lot # 5677385 was manufactured per po # 826890, dated december 20, 2007, line 9, for (B)(4) parts. The certificate of compliance (c of c), dated january 10, 2008, indicates the parts were manufactured to the synthes drawing, p/n e5117-20, and conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet, number ns015043. There were no mrrs, ncrs, or complaint-related issues for this lot. (B)(4) parts were released to the warehouse on january 14, 2008. Lot # 5708744 was manufactured per po # 840980, dated february 04, 2008, line 39, for (B)(4) parts. The c of c (dated january 31, 2008) indicates the parts were manufactured to the synthes drawing, p/n e5117-20, and conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint-related issues for this lot. (B)(4) parts were released to the warehouse on february 13, 2008. Lot # 5841420 was manufactured per po # 826890, dated july 28, 2008, line 25, for 4 parts. The c of c (dated july 31, 2008) indicates the parts were manufactured to the synthes drawing, p/n e5117-20, and conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no mrrs, ncrs, or complaint-related issues for this lot. (B)(4) parts were released to the warehouse on august 07, 2008. The trial eccenter was made to the synthes drawing number e5117-20, released on october 23, 2007 and released on january 16, 2007

Manufacturer narrative:
Product development evaluation reports: the current drawing for the shaft of the inserter/extractor for trial stem is rev. A., and no changes to the design have occurred. The material of the returned device was confirmed to be per the drawing specification. The current drawing for the eccentric disk of the trial eccenter is rev. E, and no changes to the design have occurred that would have effected based on the information provided, the specific causes of damage to the threads of e5115-3 and e5117-20 are unknown. The instruments have been designed correctly, but ensuring that the inserter/extractor is fully tightened before hammering lies with the surgeon. E5115-3 mates with the trial stems and is used to insert and remove the trial stems. The technique guide instructs the user to make sure the inserter extractor (e5115-3) is fully seated to avoid potentially damaging the threads. If the threads of the inserter extractor had been previously damaged and subsequently threaded into the trial eccenter, this could explain the damage done to the threads of the trial eccenter. Therefore this complaint is invalid from a design perspective.

Event description:
A problem with the insert extract for the trial stem and trial eccenter during a procedure on (B)(6) 2013 was reported. During the extraction of the trial stem and head, the screws or threads stripped on the extractor and the trial eccenter causing the extractor to detach from the trial stem and head. No alternative parts were available or required during the surgery. There was a surgical delay of under 10 minutes.